Event description:
The pt experienced a shocking/jolting sensation, an overstimulation sensation, pain down her leg, and a burning sensation in her back and at the device site. She also had pain at the neurostimulator pocket site and was not able to adjust her stimulation. The pt was admitted to the emergency room. The pt met with her physician and the company representative and her device was interrogated. A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the pt programmer. It was determined that the device had been off since implant and had never been turned on. Daily usage also had confirmed that the device was off with all programs set to 0 volts. It was noted that the pt suffered from psychosomatic pain and hypersensitivity. Due to this condition, the device could not be investigated for the por condition. The device was explanted and the physician noted a large amount of fluid around the neurostimulator. A biopsy was noted as normal. Further information was requested form the healthcare professional.